Manufacturer narrative:
Manufacturing site: (B)(4).the gaia third guide wire was returned for evaluation. Two bends were found at the tip at approximately 14mm and 22mm from the tip. At approximately 65mm from the tip, loosening of the coil and fracture on the loosened coil was confirmed. Around the fractured loosened coil, disarrangement of the coil row was also observed. On both proximal and distal sides of the fracture, the coil was found twisted and had uneven fracture surfaces. These findings indicated that torsion as well as bending stress had contributed to the observed coil fracture. As the fracture surface on the proximal side corresponded to that on the distal side, it was concluded that the gaia third was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsional and bending stress generated with repeated wire manipulation in attempts to cross the cto had most likely caused the observed coil fracture on the returned gaia third guide wire. The applied stress would accumulate and therefore exceed the product design limit when the tip was being trapped in the lesion, loosening the coil and eventually leading the coil to fracture. It was conclude that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi gaia third guide wire became loosened during a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto). The gaia third passed through the cto lesion with torque applied. Resistance was felt during crossing and the gaia third was removed when it was found that the coil was loose. There were no adverse patient effects associated with this event. A picture of the affected device provided by the user facility showed the loosened coil was likely fractured.